Event description:
Pt was in the hosp for outpatient surgery for spinal spasticity: bilateral percutaneous rhizotomy, bilateral sciatic rhizotomy. According to the physician's operative report, "a small superficial area in the right gluteal region had apparently received a small superficial burn from the ground lead which had been placed. This occurred when the radio frequency generator was given to complete the procedure." Report indicated, "during the rhizotomy procedure, machine malfunctioned during lesion phase of procedure. Machine utilized was an open circuit and at place where the ground needle inserted, pt experienced a quarter-sized burn, approx 2-3 centimeters deep, about the depth of the ground needle." Hosp impounded the machine and had the machine evaluated by the hosp biomedical division. Following the surgical procedure, the pt was evaluated by a plastic surgeon who indicated there was a 3 degree burn over the sacrum area and pt was advised to apply silvadene topically. The size of the burn was about the size of a quarter. Pt and family member were shown how to apply ointment and given written instructions and follow-up care. Pt was discharged home. At the time, no contact had been made with the hosp by the pt or family member related to the surgical procedure or 3rd degree burn. However, the family did contact the surgeon indicating concern about the burn.